Event description:
The reporter stated the surgeon attempted to insert a cq2015 collamer three-piece lens but the lens tore in cartridge. There was pt contact but no injury, no incision enlargement or sutures.